Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 44.5 cm. An internal insulation abrasion, breaching the re cable lumen was noted 7.6 to 11.6 cm from the distal tip. The re cables and inner cable lumen were not damaged in this region. External insulation abrasion, due to friction to another device or patient anatomy, breaching the rv cable lumen was noted at 9.4cm ¿ 9.6cm from distal tip. The rv cables were not damaged in this region. The inner lumen was abraded in this region. The ptfe liner was not damaged in this region. Internal insulation abrasion breaching the re cable lumen was noted at 12.7cm ¿ 13.2cm from distal tip. The re cables and inner cable lumen were not damaged in this region. Internal insulation abrasion breaching the re cable lumen was noted at 21.0cm ¿ 22.5cm from distal tip. The re cables and inner cable lumen were not damaged in this region. Internal insulation abrasion breaching the nonfunctioning cable lumen was noted at 30.9cm ¿ 31.5cm from distal tip. The nonfunctioning cables and inner cable lumen were not damaged in this region. Rib clavicle crush was noted at 31.5cm ¿ 34.0cm from the distal tip. The lead was flattened/compressed in this region. In the clavicular crush region, the nonfunctional inner cable lumen was abraded at 32.2cm ¿ 34.4cm from the distal tip. The ptfe liner was not damaged in this location. In the clavicular crush region, the re inner cable lumen was abraded at 32.1cm ¿ 33.8cm from the distal tip. The ptfe liner was not damaged in this location. In the clavicular crush region, the svc inner cable lumen was abraded at 32.1cm ¿ 34.8cm from the distal tip. The ptfe liner was not damaged in this location.

Event description:
This report is to advise of an event observed during analysis.